Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving a battery indicator message. This medical affairs specialist contacted the pt to clarify info obtained during the initial call on eleven days later. The pt tests his blood glucose 2 or more times per and controls his diabetes based on the insulin sliding per the lfs meter readings. According to the pt and the info gathered in the initial call, he developed symptoms described as "weak, dizzy, and sweaty" before the onset of the battery indicator message approx 4 days ago. Reportedly, the pt administer self-treatment with food/beverage. The pt did not test on any other devices at the time of concern. During the callback, the pt could not remember when the battery indicator first occurred. Furthermore, the pt indicated that he has symptoms described as "weak, dizzy, and sweaty" all the time. The aforementioned symptoms reportedly happened before and after the battery indicator issue began. After the battery indicator began, the pt reportedly was able to test sometimes and other times he was not able to test his blood glucose. In the pt's opinion, he does not know whether the aforementioned symptoms could have been prevented after the reported issue began. The pt further stated that sometimes he is able to prevent the symptoms if he eats more per the lfs meter reading and other times he is not able to prevent the alleged hypoglycemic symptoms. Prior to the aforementioned symptoms, the pt reportedly could not test his blood glucose. The pt allegedly took food/beverage shortly after. The pt's symptoms abated within the hour. The pt's medication regimen and testing frequency has not changed immediately before or after the onset of the reported symptoms. During troubleshooting, the battery indicator was resolved when the pt switched batteries. This complaint is being reported because the pt claimed that he had symptoms of hypoglycemia after he was unable to test his blood glucose, due to the battery indicator issue. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for eval, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.